Manufacturer narrative:
The manufacturer was informed that a patient using the bipap autosv adv system one w/humid, can device had passed away. The patient's son is now the secondary user of the device. The respiratory therapist suspects that the son has sold or plans to sell the replacement device. He was advised that selling the device is illegal and unsafe. No claims suggest the device caused the patient's death. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.

Event description:
The manufacturer was informed that a patient using the bipap autosv adv system one w/humid, can device had passed away. The patient's son is now the secondary user of the device. The respiratory therapist suspects that the son has sold or plans to sell the replacement device. He was advised that selling the device is illegal and unsafe. No claims suggest the device caused the patient's death. Additional information has been requested regarding the details of the reported death. If any additional information is received, a follow-up report will be filed.